Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) inspected the system remotely and found geometry pc did not start up. After reviewing the log fse found geometry related malfunction. During troubleshooting, rse found the mpdu, it was discovered that l1 was non-functional. It was observed that both the geometry pc and the ippc were not receiving power. To resolve this rse disconnected the flex vision monitor, replaced f13, and the system powered up normally, except for the geometry pc, which experienced a communication issue with the geo ippc. After that this problem was identified as intermittent. The rse advised the customer to access the board software tab under fsf, where they found multiple geo nodes marked in red. To resolve it customer, download all red software to geo nodes then reboot and tested. After repairs were completed, system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the geometry pc did not start up, which would impact geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.